Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# j0504307v, implanted: (B)(6) 2005, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had the device explanted so that he could have a full body MRI. The doctor was unable to remove the entire lead. The electrode on the lead was broken/fractured/damaged and the patient currently had lead fragments that were not explanted. This occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.